Event description:
It was reported that the implantable cardiac monitor (icm) did not detect any episodes despite the patient being in "full arrest". The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.